Manufacturer narrative:
Visual and optical examination did not identify crack, fracture or breakage on the bone screw or the associated connector. Functionally evaluated the implants by manually assembling them utilizing a sample rod and set screw. The rod and the connecter was securely located after hand tightening. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implants or associated components. The implants appear to be capable of performing their intended function.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were supplied for review. The analysis of the films is not yet available. A follow-up report will be submitted once the findings are complete.

Event description:
It was reported that the patient underwent a posterior lumbar surgery to treat degenerative disc disease at l1-2, pseudoarthrosis at l2-3 with posterior segmental instrumentation at l1-2, 2-3, 3-4. The patient had undergone previous surgeries; the segmental hardware from those surgeries was removed. The patient also underwent a laminectomy and foraminotomy at l1-2. It was found during the surgery that the screw at l2-3 from a previous construct was broken and a portion was left in the vertebral body. The incision was enlarged to check the screws at l4. The surgery was finished with no additional complications reported. One month post-op the patient reported having back pain which as attributed to rhomboid tendonitis and thoracic degenerative disease. Two months post-op the patient reported that the pain was getting better and is making improvements daily. Four months post-op the patient reported having tenderness at the s1 area and pain with range of motion.

Manufacturer narrative:
Films supplied found: multiple films taken of complex construct in lumbar spine. L5/s1 bilateral construction noted with l4 proximal construct extended out of the fluoroscopic screen. One of the ap pictures denotes a right broken screw at approximately l3.

Manufacturer narrative:
Visual and optical examination did not identify crack, fracture or breakage on the bone screw or the associated connector. Functionally evaluated the implants by manually assembling them utilizing a sample rod and set screw. The rod and the connecter was securely located after hand tightening. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implants or associated components. The implants appear to be capable of performing their intended function.